Manufacturer narrative:
D10: 02-020-11-0250 - truliant ps cem fem ps cem left sz 5: (B)(6). 02-022-44-5009 - truliant tib imp psc insert sz 5, 9mm: (B)(6). 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t: (B)(6). 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). 201-78-15 - holding pin mini sharp point 4 pk: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6). 521-78-36 - threaded pin size 5.1 collarless 2pk: (B)(6). A10012 - gps implant kit v2: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent an initial total knee replacement on the left side. Approximately three months post-surgery, the patient experienced progressive loss of motion and pain secondary to arthrofibrosis. It was noted that the patient participated in post-op physical therapy and used a splint stretching device intended to increase range of motion. It is unknown if further treatment will be required. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (health effect - impact code, type of investigation). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reported event due to loss of range of motion and arthrofibrosis cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.